Manufacturer narrative:
Device evaluation: cadd administration sets was returned for analysis. The returned sample consists of two units from part number p/n 21-7359-24 manufactured with the lot l/n 47x779. The returned samples were received in decontaminate conditions inside a plastic bag without their original packaging. The returned units were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according un procedure and no defects were observed. Functional testing was performed on the samples by using a primed syringe with water and the fluid did not present any difficult nor resistance to pass through the whole device. According to the investigation the reported failure mode was not confirmed. No actions were performed since the complaint was not confirmed.

Event description:
It was reported that there was no flow after the cadd administration set was connected to the pump. The product problem was observed during testing. There was no patient involvement.